Manufacturer narrative:
The zoll quattro catheter was returned to zoll for evaluation, however, the investigation is pending. A follow up report will be filed when the investigation has been completed.

Event description:
The zoll quattro catheter (lot # 181981) was inserted into the femoral vein for the treatment of the patient after the cardiac arrest. The catheter was smoothly placed on the first attempt. At the start of the ivtm therapy, the patient's temperature was 35.6 °c, and the target temperature was 33°c. After about 8 hours of treatment, when the patient's temperature was 33.3°c, an air trap alert occurred and the blood was visible in the suk tubing and saline bag. The catheter leak was suspected. As a result, the quattro catheter was removed and the patient was transferred to the cath lab due to vessel status. The ivtm therapy was continued using surface temperature management. The patient's current condition is poor, and the prognosis is not favorable due to prolonged CPR, high nse, and bad electroencephalography (eeg) and somatosensory evoked potential (ssep) readings. According to the reporter, a "crack" was noticed in one of the middle balloons of the quattro catheter while it was being removed.

Manufacturer narrative:
The reported complaint of a leak on the quattro catheter (lot # 181981) was confirmed during functional testing. A leak was observed from the proximal end of the medial 2 balloon. Possible reasons for the reported issue may include the catheter balloon being damaged either while it was being handled or during the catheter removal process. A latent material defect cannot be ruled out also. Visual inspection of the returned catheter was performed, and no physical damage was found on the catheter. Observed blood residue in the balloons and the luered tubings. During functional testing, all infusion ports and extension tubes were flushed without resistance except for the in/out luers ports. During the in/out lumen test, a leak was observed from the proximal end of the medial 2 balloon, thus, confirming the reported complaint. When observing the leak under the microscope, noted a tear on the proximal end of the medial 2 balloon. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaints reported for the quattro catheter with lot number 181981.